Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 8/12/2017 with the following findings:during testing, the pump powered up and displayed the hourglass and then the display screen went blank. The blank display was due to moisture damage in the pump. The pump was opened and there was moisture damage observed on the printed circuit board. Due to the blank display the investigation was unable to complete some steps due moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).